Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient is doing well since clearing the por and reprogramming the device. The reason for the por was not determined. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported the patient had power on reset (por) when the rep interrogated device. The manufacturing representative (rep) cleared the por. The patient stated that over the last month she has had a hard time getting the unit to charge to full. Impedance were checked and reprogramming was done. The issue was resolved. No surgical intervention planned or occurred. No patient injury. No patient symptoms or complications were reported in this event.